Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: what is the lot number? Qkmmlh. Investigation summary: visual analysis of the returned sample revealed that one sample, of product code z340, was received for evaluation. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. The pull-out has been correlated to the manufacturing process due to this defect is caused because the suture was not properly inserted inside of the needle barrel hole resulting in a pull-out defect. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the surgery, when opening the package, it was found that the needle had been detached from the suture before use. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.